Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a disconnected error icon. A field service engineer (fse) found that the network keystone supplying connectivity to the device had failed after recent storms, and the device could not be brought online. The fse advised the customer that the information technology department needed to restore network connectivity in order to correct the issue and ensure the device could return online after the storms. The fse verified the logs, confirmed that there were no errors, and confirmed that the device was functioning. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown error and disconnected icon and unable to login, which located on edb. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.